Manufacturer narrative:
Batch review performed on 26 june 2018. Lot 174664: items manufactured and released on 22 november 2017. Expiration date: 2022-11-13. No anomalies found related to the problem. To date, 79 items of the same lot have been already sold without any similar reported event. Other devices involved amistem h 01.18.232(k121011), stem collared ha coated std stem #2 l. Lot 172623: 47 items manufactured and released on 28 august 2017. Expiration date: 2022-08-17 no anomalies found related to the problem. To date, 43 items of the same lot have been already sold without any similar reported event. Mpact double mobility hc liner 28/dmh reference (B)(4). Lot 174325: 40 items manufactured and released on 27 november 2017. Expiration date: 2022-11-14. No anomalies found related to the problem. To date, 20 items of the same lot have been already sold without any similar reported event. Mpact double mobility acetabular shell ø56 reference (B)(4). Lot 176090: 40 items manufactured and released on 27 november 2017. Expiration date: 2023-01-09. No anomalies found related to the problem. To date, 16 items of the same lot have been already sold without any similar reported event.

Event description:
About 3 months after primary the surgeon revised the patient for hip pain. The reason of pain is unknown, all the implants were swapped successfully.